Event description:
Customer's family member reported pt passing out at school and may have had a seizure. The customer was taken to the e.r. And was being treated intravenously. A freestyle test was performed and a result of 62 mg/dl was given, indicating hypoglycemia. This result was compared to a lab test and to another handheld meter. The lab reading was 42 mg/dl. The reported freestyle result and the lab result differ by more than 20% and meets the MFR's definition of a malfunction.